Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported the unit gave incorrect readings for the patients. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Event description:
The customer reported the unit gave incorrect readings for the patients. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
The customer confirmed the alleged malfunction and noted there were inaccurate rhythms and waveforms including an asystole indication. The faulty device was a not made by philips and that company had been contacted by the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.